Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Observation found during evaluation: the probe assessment test displayed 2 red "x"'s indicating transducer element failure. There are dark lines in the ultrasound images.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
Observation found during evaluation at bd service center: the probe assessment test displayed 2 red ¿x¿s indicating transducer element failure. There are dark lines in the ultrasound images.